Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during a procedure it was not possible to connect the nail with the aiming arm through connecting screw. There was a five minute delay in the procedure. This report is for an unknown aiming arm. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a review of the device history records has been requested.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history record shows that there were no issues during manufacturing that would contribute to the described complaint condition. Product was manufactured according to specifications. No non-conformance reports was open during manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.